Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in clinic for a routine device check. Upon an autocapture setup test, the patient experienced syncopal episodes due to loss of ventricular capture of backup pulse. It was discovered that the bipolar ventricular lead had fractured at the bipolar portion. The lead was reprogrammed. The lead remained implanted and the patient had no further symptoms.